Manufacturer narrative:
This report is submitted on january 30, 2019.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2018.

Manufacturer narrative:
This report is submitted on march 25, 2019.